Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) loop alarm occurred. There was no personal injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Due to character limitation in block e1: event site telephone: (B)(6). A getinge field service engineer (fse) arrived at the site and confirmed the iab loop leak fault. The pneumatic module pim leak test failed. Replaced the pim component (0997-00-1178). The test parameters met the factory requirements and the equipment was returned to the customer. Device returned for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number and tested the part to factory specifications per the procedure. Part fails the pim leak test with the leak differential pressure out of spec. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department.